Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 5fr 10cm glidesheath slender with a 6x60, 5fr lutonix balloon was received for product evaluation. No other components were received for product evaluation. Visual inspection of the sheath and balloon revealed that the sheath was folded in reverse and exited through the valve in the opposite direction with the balloon stuck within it. The inner diameter of the tip of the sheath was measured to be 1.80 mm which is within manufacturer specifications. The balloon was attempted to be removed from the sheath, although high resistance was observed. IFU states: " do not manipulate intraluminal devices if any resistance is met. Failure to exercise proper caution may lead to deformation of the sheath tube due to its thin wall, resulting in damage to the vessel." Based on the returned device, the complaint can be confirmed for the sheath/catheter mechanical separation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on april 12, 2021. The french size of the balloon was a 6f.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender was used during the procedure. A fisulagram was performed by the doctor, routine procedure using a 5/4 glidesheath slender via radial access. Bard 035 ultaverse 6x60 used during procedure and inflated three times. The balloon was being removed and was stuck inside access sheath. The md removed the balloon and the balloon was stuck in sheath, causing a separation of sheath from hub. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required.